Event description:
It was reported that the patient was in the intensive care unit at the hospital due to unrelated issues. Upon interrogation, the right atrial lead exhibited loss of capture. The physician elected not to revise the lead due to the patients health status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.